Event description:
As reported by the edwards clinical specialist, during the transfemoral transcatheter aortic valve replacement (tavr) procedure, immediately after valve deployment post deployment echocardiogram showed 3+ pvl. It was reported that the valve was positioned as recommended. The decision was then made to deploy a second 26mm sapien valve. The second sapien valve was deployed, pvl decreased to trace to 1+ and the physician was noted to be satisfied with the results.

Event description:
Additional information provided by the clinical specialist indicated that the image intensifier angle and coaxial alignment of the delivery system/valve was good, and the patient had severe leaflet calcification with mild annular calcification but no porcelain aorta. In addition, the valve has been positioned at 50:50 as intended but after deployment had landed 70:30 aortic.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation as it was not explanted from the patient; however, per report, there was no device malfunction. Furthermore, all valves are 100% visually inspected for defects and 100% leak tested prior to termination. In this particular case, without an imaging review the root cause for the pv leak cannot be determined, however it was noted that the valve was deployed in a 70:30 aortic position which likely contributed to the event. Images for the procedure were not made available for edwards for review so the final position of the first sapien valve cannot be assessed; however, inaccurate placement of the sapien valve could result in clinically significant hemodynamic compromise, and/or may require additional intervention to secure the valve. In this case a second valve was deployed more ventricular than the first with good results. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. Some pvl is expected post deployment. Many cases are mild to moderate (< 3+), and either resolve over time or do not cause symptoms. Additionally, the correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. According to the physician's training, some factors that can contribute to valve malposition are poor positioning by operator, annulus valve mismatch (under sizing and under dilation), interference from adjacent structures, and balloon movement during deployment. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Manufacturer narrative:
A device history review (DHR) for the valve was performed and all manufacturers' specifications were met prior to release for distribution. Investigation is ongoing